Manufacturer narrative:
The right master tool manipulator (mtm) has been returned and evaluated by the failure analysis (fa) team. Fa investigations reproduced the reported failure during sine cycle.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer reported a recoverable error 2313 with the right master tool manipulator (mtm). The site already power cycled the system and the error returned immediately. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the issue through logs. Only one surgeon side console (ssc) and one da vinci system was present at the customer site. The tse explained that the error will most likely return at any time after a new restart and the right mtm replacement was the only sustainable solution to clear the error, and the caller agreed. The tse explained to the customer that an option was to consider finishing the procedure only with only the one functioning mtm and the caller acknowledged. They did another system power cycle and the error returned immediately. The procedure was converted to laparoscopic surgery. Isi followed up with the surgeon and obtained the following additional information: following the incident, the site converted to a 3d celio with the addition of 1 trocar of 5. The site informed the patient of the laparoscopic conversion after the operation. No harmful consequences were observed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the right master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.